Manufacturer narrative:
(B)(4).

Event description:
It was initially reported the patient never experienced therapeutic effect with the pump and still had to take oral medication. The patient was considering having the device explanted. Additional information received indicated the patient experienced a "dizzy spell" and fell off of a barstool (date this occurred was unknown by the reporter). Following the fall, the patient had a lack of pain control. The pump contained morphine 10 mg/ml and bupivicaine 15 mg/ml. A catheter dye study was performed on (B)(6) 2009 and revealed the catheter was disconnected. The catheter was replaced. The patient took "multiple psych medications," and the fall was determined to be related to the combination of medications. The patient had "numerous medical issues, both physical and mental." The patient took a "minimal amount of oral pain meds." The hcp was trying to increase the pump dose to a therapeutic level; it was being titrated up slowly. The patient had personal transportation issues which prevented the hcp from making regular pump adjustments. The patient was last seen by the hcp on (B)(6) 2011. At that time, the patient was "doing fine and receiving effective therapy." The patient outcome was reported as "no injury" and "patient recovered without sequelae."